Event description:
The reporter (pocc) alleges back to back comparisons of 36 mg/dl on the hosp inform meter and 22 mg/dl from the lab on a neonate. Both controls were run and in range. There is no info available on the neonate's state of health or if any treatments were based upon the suspect result. The neonate was on IV glucose before the blood glucose tests were conducted. Return requested and replacement was sent.